Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 444 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the same day with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.